Event description:
Pt had surgery in 2009, to amputate right leg below the knee due to diabetes complications. He has a prosthesis for approximately 2 months. Five months later, due to catastrophic failure of his prosthesis, artificial leg collapsed and pt fell forward, struck a 6 foot book case full of dvd's and videos and pulled it down on top of him. Pt also had a puncture wound on the left hand from striking another object and also received an abrasion on the leg stump as well. Prosthesis is rated for weights up to 500 lbs and rated k-2 to k-4. Prosthesis is manufactured by american prosthetic components . The pieces that failed are the heel pin that holds the artificial foot to the artificial leg, the artificial foot itself and the release pin on the leg. The pt states that the "heel pin" snapped causing him to pitch forward and hyper extend the artificial foot causing it to snap it two pieces, then the release pin jammed preventing the release of the artificial leg from the fiberglass cup over the leg stump. Dates of use: 2009. Diagnosis or reason for use: amputation due to diabetes complications.